Manufacturer narrative:
(B)(4). The stent remains in the patient and was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The graftmaster coronary stent graft system instructions for use (IFU) states: the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The reported patient effects of myocardial infarction and intimal dissection as listed in the IFU are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported stent migration; however, the reported failure to seal the perforation and the device damaged by another device appear to be due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a coronary fistula in the ostium of the left main artery. After intravascular ultrasound (ivus) for sizing a graftmaster stent was deployed at the ostium of the left main at 15 atmosphere (atm); however, the stent migrated by 2-3 mm back into the aorta and the fistula was not sealed. Aggressive post dilatation was performed and the fistula was then sealed by the covered stent. There was a possible distal edge dissection beyond the covered stent but flow remained timi 3. Additional attempts at stenting from the distal left main into the proximal circumflex (cx) were unsuccessful and during equipment passage to deploy a stent the guide wire and guide catheter position was lost. Attempts to re-engage the coronary artery were unsuccessful and during catheter manipulation the graftmaster position was shifted and the fistula re-opened. Multiple attempts were unsuccessful to re-seal the fistula. The procedure was aborted. Angiography confirmed timi 3 flow down the left main and cx and brisk antegrade flow into the coronary fistula. The patient was admitted for overnight observation and did well. The patient was chest pain-free but had evidence of a periprocedural myocardial infarct (mi) due to the intervention but was otherwise asymptomatic. The patient was discharged to home 1 day post procedure. No additional information was provided.